Event description:
The manufacturer received this report from a foreign country. Mea procedure performed in 2005. The patient returned 5 days post mea with complaint of lower abdominal pain and fever. Laparoscopy followed by laparotomy confirmed posterior uterine wall perforation and injury to the sigmoid colon. Corrective surgery was performed on the bowel.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company also tested the applicator which was found to pass all production final test procedures. This event occurred outside the us; in the us if a myometrial wall thickness is not entered into the mea system then the mea treatment could not be initiated. This event occurred outside the us; in the us post-dilation hysteroscopy to confirm an intact uterine cavity directly prior to insertion of the mea applicator is mandated. This evnet is being reported now as a result of the company's recent review of the open complaint file for this event. H4: applicator date: 2/2005.